Event description:
It was reported the lead demonstrated varying impedance measurements. It was noted on x-ray there was a tight bend in the lead suspicious for fracture. Fluoroscopy was performed during the procedure and the fracture was confirmed. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s.